Manufacturer narrative:
A device history record review could not be reviewed since the lot number is unknown. One used sample was received for evaluation. During the functional evaluation there was no food clogging the line however the silicone tubing was clearly damaged causing it to leak onto the union between the mistic and silicone tubing. Root cause could be found related to manufacturing/production process. The probable root cause may occur during use of the product due to stretching of the silicone tubing causing the detachment. A formal investigation action is not being taken since the reported condition is a rare occurrence. This complaint will be closed with no further action and will be used for tracking and trending purposes to determine a need for corrective/preventative actions.

Event description:
The customer reported that a leakage occurred from the pump set during priming.